Event description:
It was reported that display issue occured. A rotablator rotational atherectomy system was selected for use. It was noted that no rpm was displayed on the console. There were no patient complications reported.

Manufacturer narrative:
(B)(4). The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Manufacturer narrative:
Device evaluated by manufacturer: the device was returned for analysis. The visual inspection of the console and foot pedal noted a void seal broken, serial number is nearly illegible, floor pad gouged and the connector was out-of-round. The functional check of the console reveled no rotational display as caused by massive gas/air leak at turbine pressure switch and no burr rotation. A humming noise on the foot pedal was noted when in dynaglide mode. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The root cause has been determined to be wear and tear. (B)(4).

Event description:
It was reported that display issue occured. A rotablator rotational atherectomy system was selected for use. It was noted that no rpm was displayed on the console. There were no patient complications reported.